Event description:
It was reported that the bilaterally implanted pt was implanted with concerned vibrant soundbridge on (B)(6), 2012. One month later she underwent another surgery to reposition the pinna. The activation took place on (B)(6), 2012, but the pt did not have any hearing sensation. The audio processor was tested and found to be functional. The hearing thresholds did not change after the surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.